Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the fiber card ceased to permit fiber function at 4,036 joules of use. The procedure was continued using a second fiber; at 36,036 joules while using the second fiber, forward-firing was observed. The fiber was replaced and the procedure completed using a third fiber. Pt outcome: "ok, no harm to pt".